Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the insufficient pain relief wasn't determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain via a manufacturer¿s representative (rep). The rep reported that the ins was explanted due to insufficient pain relief. The rep reported that the patient stated she had falls in the past and she no longer charged the battery. The rep reported that the patient was reprogrammed multiple times. The ins was explanted and the issue was resolved. No further complications were reported.